Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting differences between sensor glucose readings and blood glucose readings, customer reported that the insulin pump was alarming repeatedly. Customer did not specify which alarm was being returned. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.